Event description:
In outpatient clinic for planned chemotherapy, broviac was attached to burette IV administration set when it spontaneously disconnected completely, exposing broviac hub. Admitted to hospital for 24 hrs of vancomycin and fortaz. Blood culture obtained.